Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that earlier in (B)(6) 2015, the patient developed a seroma at the implantable neurostimulator (ins) site. The patient noticed a lump on one side of the ins and then the wound opened up over the implant and was oozing. The patient saw their health care provider (hcp) and they cleaned it all out. The patient saw the hcp 4 additional times regarding this issue. The patient first went to see their primary care physician (pcp) and they recommended antibiotics. The patient's hcp did not prescribe any antibiotics as it was not an infection. The hcp also suggested that the patient take warm baths for a while. The patient's therapy was working during this whole time and it was only open a tiny bit. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Date of event updated to reflect the date of initial onset of the patient's symptoms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient previously reported issue of leaking at incision site and subsequent cleaning it out and was not closed up but it was leaking again. The leaking was noted as seroma. Additional information received 14 days later indicated that the oozing was repaired in the operating room in (B)(6). It was site oozing at this point. The patient had an appointment with health care provider on (B)(6) 2016.the hcp remind 2 sutures that were visible and stated the oozing would stop. The patient stated it has gotten a slight bit better.